Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in the middle of charging (2.5 hrs - 3 hrs) and they felt a burning sensation at the implant site then down to the scrotum. The patient got the charger off and it was also hot. The ins was turned on and the patient sat on an ice pack. The next day the ins was turned back on. The implant site was tender and the patient felt pressure. The patient turned the ins back off. The patient has an appointment on (B)(6) with their healthcare provider (hcp) and it was recommended that the patient charge and if the issue persists to inform their hcp at the appointment. No further complications were reported or anticipated.